Event description:
While cleaning the biopsy port on endoscope, brush pulled off wire. This occurred twice on same day; same product lot number.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 2. It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 591 mg/dl on inform system 1 compared back to back with a result of 237 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.